Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer declined troubleshooting for high and low blood glucose reading. Customer had low blood glucose reading of 50-51 mg/dl. In addition, customer was having blood glucose values in the 400 mg/dl, 500 mg/dl, and 600 mg/dl ranges. Customer was able to update basal rate. Customer insulin pump will not be returning for analysis.